Event description:
Information was received that a smiths medical jelco plus catheter was noted to be difficult to thread. Staff were required to pull the needle out in order to thread catheter into the vein. No patient injury resulted.

Manufacturer narrative:
Twenty eight unused protectiv plus complete assemblies were returned for analysis in an unopened package. Force-to-advance testing per smith's procedures indicated that 5 samples exceeded the test maximum value. Examination of these specimens after fta testing indicated excessive adhesive and was above the well of the housing component. Review of technician machine logbook for one of the affected production dates (02may18) indicates that a machine adjustment was made to cannula adhesive delivery station to correct a high adhesive condition. Based on evidence, the complaint is confirmed and the root cause is from a manufacturing issue.